Manufacturer narrative:
Approximately 12 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient known from the prenatal period as having congenital hydrocephalus, spinal dysraphism, and an exposed neural plate underwent surgery on (B)(6) 2015 to correct the spinal dysraphism in conjunction with plastic surgery with satisfactory evolution. According to the report, on (B)(6) 2015, the patient was implanted with a strata ii valve, calibrated to pressure level 1.5 which was confirmed to be properly functioning at the time of implantation. Reportedly, clinical monitoring showed that the system worked properly during the immediate postoperative stage and the patient was discharged on (B)(6) 2015. It was also reported that one week after discharge, the patient presented with cyanosis and respiratory effort when food was administered and was admitted to the hospital for emergency medical treatment. According to the report, an abdominal ultrasound was performed and showed no images of intraperitoneal cysts but it was noted that there was no free liquid within the cavity; therefore the valve was adjusted to pressure level 0.5. The report stated that since no clinical improvement was evident, the patient underwent surgery on (B)(6) 2015. During surgery, the ventricular catheter was removed and there was no evidence of cerebrospinal fluid at the distal end of the valve, therefore a test was performed by compressing the anterior fontanelle and the liquid flowed abundantly but without spontaneous occurrence. It was also reported that it was thought that due to ventricular dilation and a decreased cortical mantle, there was not enough pressure to open the valve even at the minimum pressure allowed by the valve.